Manufacturer narrative:
The pump was received with no button response due to a flattened esc, act, down and up arrow buttons dome switch. Inspected the lcd connector and no unlocked connector was noted. Unable to verify the compromised force sensor system alarm or perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the insulin pump was stuck on a rewind loop. The insulin pump would not push insulin or show numbers on the screen, and the customer had gone through two full reservoir containers. The insulin pump then alarmed. The blood glucose reading was 323 mg/dl. The customer treated with manual injections. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.